Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had several system controller fault alarms on (B)(6) 2025, and the controller was exchanged. Log files were submitted for review and captured replace controller messages on (B)(6) 2025 and (B)(6) 2025 due to momentary liquid crystal display (lcd) fault events which self-corrected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller faults was confirmed via log file analysis. The reported event of a worn serial number label was confirmed via evaluation of the returned heartmate ii system controller (serial number (B)(6). Review of the log files revealed on (B)(6) 2025 at 04:38:52 and (B)(6) 2025 at 22:39:29, yellow wrench/replace controller alarms activated due to internal liquid crystal display (lcd) faults. The alarms resolved before the next recorded events. Pump operation was not affected. Visual inspection of the returned system controller confirmed the serial number label was worn. The controller underwent functional testing and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system as intended for extended duration. No controller faults were reproduced throughout testing. The root cause for the reported events was unable to be conclusively determined through this analysis. Incidental findings found fluid ingress and superficial jacket damage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii patient handbook section 2 - ¿how your heart pump works¿ and heartmate ii left ventricular assist system (lvas) IFU with heartmate touch section 2 - ¿system operations¿ instruct users to keep their equipment, including the system controller, away from water or liquid, and to never submerge the controller in liquid. Heartmate ii patient handbook, section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii IFU, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the replace controller and yellow wrench advisory alarms, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook, section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad. The IFU and patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller faults was confirmed via log file analysis; however, the reported worn serial number label was unable to be confirmed. Review of the submitted log file revealed on (B)(6) 2025 at 04:38:52 and (B)(6) 2025 at 22:39:29, yellow wrench/replace controller alarms activated due to internal liquid crystal display (lcd) faults. The alarms resolved before the next recorded events. Pump operation was not affected. The heartmate ii system controller (serial number (B)(6) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding returning product; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the replace controller and yellow wrench advisory alarms, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad. The IFU and patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.